Event description:
It was reported that the ventilator's navigation ring was not responding. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device and replaced the front bezel. The unit was checked overall, run-in tested, cleaned, and functionally tested, and no abnormality was confirmed.